Event description:
It was reported that the device was used during a laparoscopic salpingo-oophorectomy. The bag was deployed and upon deploying the arms poked through the bag and the bag fell apart. The pieces had to be retrieved from the patient. An x-ray was performed to make sure all pieces of bag were retrieved. It was noted that one of the screws that holds the arms in place was missing. Unknown how the case was completed. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what was being performed when the malfunction occurred? Specimen being removed. What specimen was being removed from the patient? Yes. What was the size of the specimen? Unk. Were there any difficulties deploying the bag? Arms poked through the bag, causing bag to fall apart. Voc pouch broken: please specify at what point the pouch broke? Prior to or during removal? During removal. Did any contents spill into the patient? Yes. What were the indications for surgery? Unk. What was found? Unk. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? No.